Manufacturer narrative:
(B)(4). The insulin pump was received with a detached end cap. The insulin pump was received with minor scratches on the display window and case. However, the insulin pump passed the displacement test.

Event description:
The customer reported via phone call that the insulin pump was destroyed and non-functional. The patient's blood glucose at the time of incident is unknown. The device was left on top of the car and the customer drove off; the insulin pump fell to the ground and stopped working. The insulin pump was returned for analysis.